Event description:
The customer reported via the sales representative that the proximal locking screw was spinning in the hole of the plate and would not fix to the bone. The customer further stated that the head of the screw sheared off and fell inside the patient. The screwhead was recovered with no adverse effects to the patient.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device becomes available, a supplemental report will be issued. This event created a serious injury in the past and will be reported as a malfunction.